Event description:
The reporter called regarding vicks sinus nasal inhaler humidifier. The reporter mentioned that her niece was using the device on her baby as the baby was suffering from chest congestion. The humidifier caused the baby's chest burn with redness and blisters and the mother got scald on her chest.